Manufacturer narrative:
A philips remote application specialist (ras) contacted the customer biomed. The biomed reported that nursing staff had expected that a yellow heart rate (hr) alarm would continue to alarm until the staff acknowledged it. Currently a low hr alarm will alarm with 3 yellow sounds and be silent for 1 minute then re-alarm with 3 beeps. The yellow banner stays in sector at pic device. The ras confirmed that biomed checked the following settings in two room units and they were all the same settings. Low hr 50 visual latching red only audible latching red only alarm reminder set to on reminder time 1 minute hr alarms set to short yellow the ras advised the biomed that the behaviors they are seeing is expected with the current configuration settings in the monitors. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was configuration issue. The biomed will work with nursing and leadership to see if they want to make any changes to the configuration of the device.

Event description:
Philips received a complaint on a patient information center ix indicating that the yellow alarms are not alarming as expected. The device was reported to be in clinical use. No adverse event to the patient or user was reported.